Event description:
The hcp reported that patient had the pump replaced and it was decided to be conservative in drug delivery "since it was unk when catheter was disconnected from pump." The patient was admitted to the intensive care unit and started a much lower dose of the hydromorphone than before the replacement surgery. The patient did experience some withdrawal symptoms and increased pain over a 3 day peroid as the dose was rapidly titrated up, "indicating that the catheter and connection was patent." Pain control was established and the patient was released from the hospital 4 days after the pump replacement. The patient recovered without sequela.